Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: inventory review: the stock was reviewed and verified that to date we have (B)(4) units available from this product code and batch in reference. Quantity produced / imported: of this product code and lot number were manufactured (B)(4) units in total. Distributed quantity: the traceability of this product / lot is carried out and it is identified that the units marketed to date have been distributed to 2 customers; one from the city of (B)(6) and one export to b. Braun medical (B)(6). Background: the database of the complaints was reviewed and it was verified that to date there are no reports related to this product code and lot number. Batch record: the documentation corresponding to the manufacture of the lot was revised and no deviations or alterations were evidenced during the process. Analysis of sample (s): the samples received were visually inspected, were in their original unopened, unopened packaging. The samples were subjected to a tensile strength test at the node: result: (B)(4). Conclusions: although the results of the samples received comply with the OEM specifications, note of this incident is taken to evaluate if new or additional actions are needed. Actions: in accordance with our internal procedures, there is no need to establish corrective or preventive actions. However, this complaint is recorded in the trend analysis to assess whether actions are needed in the future.

Event description:
Country of complaint: (B)(6). It is reported that the needle detached from the thread easily.